Event description:
It was reported there was a coupling problem. It was noted the patient had been having coupling issue since implant. It was logged he was not getting any coupling bars. It was reported an antenna locate was performed and the range was from 40-46 without any coupling bars. It was noted the neurostimulator was implanted midline right side on the back, and the patient was not using the belt, but was pressing on the recharger. It was reported the neurostimulator pocket site looked well healed, with no swelling, not loose, and they could not feel the outline of the device. It was logged they were unsure if it was tilted. It was noted there was not another recharger handy to try. It was reported they were unsure if it was too deep as they could not feel the outline of the device. Additional information received reported that at first the patient was getting 8 bars at the hospital when she was with the manufacturer representative. Then no bars for the previous 2 weeks since she had the recharger. It was logged they tried moving it everywhere and it was not getting any bars. It was reported they tried to use the antenna locate feature and the patient "was getting a 44 when it was off the neurostimulator and a 42 when it was off the neurostimulator". It was noted the neurostimulator was off because the battery was going dead. It was reported "the patient couldn't connect with the patient programmer but not with the recharger." It was then reported there was a damaged recharger antenna. It was further reported device would not be returned. Further information received reported impedances were all within normal range, they checked the battery under fluro and they were going to move the battery. It was noted there were no malfunctions seen or cause of the issue determined. It was logged there were no interventions taken or planned at the time or report. It was reported they were going to move the battery and they did not have a date as of the time of report.

Event description:
Additional information received reported that the patient received another charging paddle and was able to get a charge. It was noted that so far the patient was happy.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).